Event description:
Attorney reported: in 2007 - patient underwent a hernia repair surgical procedure, during which a non-recalled composix kugel mesh was implanted. Patient suffered multiple and severe painful injuries, including but not limited to, recurrence to hernia, severe abdominal pain and swelling, nausea, sickness, permanent disfigurement to her abdominal area, severe discomfort, anxiety, suffering, pain and injuries to her body as a whole.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.